Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, phrenic nerve palsy (pnp) was observed during the right inferior pulmonary vein (ripv) ablation. The double stop technique was used. The phrenic nerve palsy (pnp) did not recover and the patient was placed under monitoring. The case was completed with cryo. It was further reported that the patient was discharged with no extended hospitalization and the pnp did not recover at discharge. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files for the date of the event were returned and analyzed. The files showed eight injections were performed with the balloon catheter, 2af284 lot: 24683; no issues detected. A clinical issue of phrenic nerve palsy (pnp) was encountered during the procedure. The physical product was not returned for analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2018: incoming information indicated that the pnp recovered.